Manufacturer narrative:
Verathon has made multiple follow-up attempts with the customer to confirm the results of the recommended troubleshooting. To date, no response has been received. The device return is anticipated; however, at the time of this report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported their glidescope core 15-inch monitor stopped working mid-intubation. A backup device was used to complete the procedure. No procedural delay or patient harm was reported.